Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The day following implant of the right ventricular (rv) lead, it was reported that the rv lead was having oversensing associated with myopotentials when sensing vector is rv tip to rv coil. It was also noted that the rv lead was sensing small r-waves. No action was taken and the rv lead remains in use. No patient complications have been reported as a result of this event.